Manufacturer narrative:
Investigation on going. Additional information / results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product hf unit gn160. According to the complaint description, it was reported that the bipolar coagulator for surgery did not work. When turning power on, it showed error message e21, and could not be used. Check-up found that e21 was internal power board failure. There was no patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.